Manufacturer narrative:
Returned instrument is currently undergoing engineering evaluation. The device history record review provided assurance the part was accepted with conformance to the product requirements.

Event description:
During a total shoulder arthroplasty, the shaft on the distal end of the equinoxe torque defining screw drive broke making it impossible to finish the surgery using equinoxe components. Alternate shoulder system was used. This event occurred outside of the u.s., in (B)(6).